Manufacturer narrative:
This report is related patient identifier:001803 (model: ar-t12e) the device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): warning: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had a blurred image. The reported malfunction occurred during preparation for use for a therapeutic laparoscopic surgery. There were no reports of patient injury or medical intervention associated with this event.